Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis and stoma infection are known complications of a peg tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced abdominal pain and went to the emergency room (ER). On (B)(6) 2021, the patient was diagnosed with peritonitis and was hospitalized. On (B)(6) 2021, the patient underwent abdominal laparoscopy for the peritonitis. The peritonitis was treated with tazocel intravenous (IV) antibiotic. The external fixation plate was attached to the skin with a stitch to prevent movement of the peg tube and leakage. A nasogastric tube was placed to drain gastric juices after the laparoscopy. On (B)(6) 2021, the nasogastric tube was removed. The stoma was draining pus. On (B)(6) 2021, the patient was discharged from the hospital. On (B)(6) 2021, the patient experienced gastroenteritis. The physician informed the patient that the gastroenteritis was associated with the oral antibiotic (unspecified name) the patient received after hospitalization. The antibiotic was subsequently withdrawn. The gastroenteritis was treated with fortasec. On (B)(6) 2021, the stitch from the external fixation plate was removed. On (B)(6) 2021, the gastroenteritis resolved.